Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. The precise cause for the related condition could not be determined. Fragments were accounted for and found during investigation/evaluation process.

Event description:
It was reported that the suture cutter is not cutting. This is now reportable. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
The precise cause for the related condition could not be determined. Fragments were accounted for and found during investigation/evaluation process.